Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached recommended replacement time (rrt) with unexpected longevity. The device is planned to be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis confirmed the device battery to be depleted. When the device was powered with an external supply, the system current drain was nominal throughout the analysis. The device was functional, and no hybrid anomalies were found. Battery analysis found no evidence of internal shorting or other issues related to premature battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was explanted and replaced.